Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and leaked camera head. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable being broken caused a blackout and water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head experienced image blackout during reprocessing. There was no patient involvement.